Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference attached file (B)(4) for investigation photos. Functional inspection was performed on the returned device. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws and was successfully applied to over-stressed surgical tubing. The second clip was unable to load properly, but the third clip fired properly. The bottom jaw was bent which could prevent clips from firing properly. The fourth clip loaded properly, but it was unable to be applied to over-stressed surgical tubing due to the bent jaw. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws were bent in the same direction. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The sample was returned with 5 clips remaining in the channel, indicating that 10 clips were fired by the end user. The bent jaws prevented the clips from properly loading on a consistent basis. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Reference attached file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips not closing" was confirmed based upon the sample received. Both jaws were bent in the same direction which indicates that there was a significant side load applied to the jaws that caused them to bend. The bent jaws prevented the clips from properly loading and closing consistently. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the doctor attempted to use ae05ml during his laparoscopic cholecystectomy on sunday. Upon attempting to close the device the clips were not fully closing and locking, even though the trigger was being fully squeezed. He proceeded to pull out the device and attempt to cycle through several clips, but the device continued to backfire. They opened a second device from the same lot number to the same issue. Ultimately, he had to resort to using metal clips. He is a long-time user of this product.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900679 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor attempted to use ae05ml during his laparoscopic cholecystectomy on sunday. Upon attempting to close the device the clips were not fully closing and locking, even though the trigger was being fully squeezed. He proceeded to pull out the device and attempt to cycle through several clips, but the device continued to backfire. They opened a second device from the same lot number to the same issue. Ultimately, he had to resort to using metal clips. He is a long-time user of this product.